Event description:
It was reported that signal loss over one hour occurred. The patient reported ¿signal loss wait-up to 30 minutes¿ message. The patient stated this message had occurred repeatedly over the past week. The patient reported that on (B)(6) 2021, he was found unresponsive, an ambulance was called and transported him to the hospital; however, he did not provide information on who found him or called the ambulance. The patient does not recall any of the events from (B)(6) 2021, or if his bg was elevated or low. He was admitted to the hospital for many reasons; not just the sensor and not knowing his glucose value. He stated they (presumed to mean heath care professionals) were trying to figure out what occurred and were uncertain if his unresponsiveness was associated with his glucose levels or other issues as the patient is on dialysis. Blood work was performed; however, the results were not provided. The patient¿s blood glucose (bg) values at the time of the event or during his hospitalization were not provided. The patient was treated with his regular medications which include novolog 5 units three times a day, levemir 60 units daily and insulin according to the hospital¿s insulin sliding scale protocol. The patient was released from the hospital (B)(6)2021. He inserted a new sensor when he returned home; however, he continued to experience ¿signal loss wait-up to 30 minutes¿ messages. The event sensor had been inserted into the abdomen. At the time of the report, the patient was doing fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).